Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g781u1ueslgyc1 hardware: sm-g781u1 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing episodes of both hypoglycemia (as low as 30 mg/dl) and hyperglycemia (up to approximately 400 mg/dl) within 24 hours while using the pod on the abdomen. During this period, the patient experienced loss of consciousness and noted redness at the infusion site. Because she was alone at home, no emergency medical assistance was sought.